Event description:
The pt was bilaterally implanted with siltex saline mammary prosthesis on 11/10/92. Subsequently, the pt experienced a deflation of the left device and capsular contracture and pain in the right breast.